Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead, the wire was blocked in the cavity after the steel wire entering it and could not guide the steel wire to arrive at the point. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.